Manufacturer narrative:
Additional manufacturer narrative: partial or total occlusion/obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in myocardial infarction and/or death. In this case, the device was not returned to edwards for analysis. At this time, edwards is unable to conclusively determine the root cause for this event; however, the patient's comorbidities may have played a roll in their expiration. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this patient expired post-implantation of this 21mm aortic pericardial valve due to cardiac arrest and multiple organ failure. Per obtained information, sutures were passed through the sewing ring of this 21mm valve. There appeared to be some obstruction in the left main; therefore, the four (4) secured sutures were removed and the valve was removed. New sutures were placed and the valve was reseated. During weaning from cardiopulmonary bypass, the patient developed severe hypotension. An intraaortic balloon pump was placed for additive protection before the patient was fully weaned form bypass. Post-op tee revealed preserved ventricular function and a normally functioning prosthetic valve. The patient was transferred to the intensive care unit, in critical condition. Post-operatively, the patient remained critically ill and early morning of post-op day one (1), had multiple episodes of vt. He initially responded to code team efforts but progressively deteriorated and was made dnr. The patient progressed to asystole and expired.